Manufacturer narrative:
Continued e1. Phone:(B)(6). Continued e1. Fax: (B)(6). The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, patient/device incompatibility and foreign body reaction

Event description:
Healthcare professional reported "stage 3 shelling of prostheses, pain and exposure". This record is for the left side. Device was explanted.